Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was a hematoma at the access site. Hemostasis was achieved with a femstop at light pressure for 45 minutes. The activated clotting time (act) was 267 at the time. The patient received heparin 10,000 units during the procedure. It was noted that the repo sheath was properly placed with angle matching. The next day, the impella was successfully weaned. The post-procedure outcome is survived at explant. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name changed h6 component code changed to g07003 the investigation for the hematoma has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.